Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was found during pre-use check at the hospital with no delay in therapy reported. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The international service engineer replaced the blower assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit had an operating sound was louder than usual. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.